Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that the patient underwent fusion and cervical disc replacement. On an unknown date, one year post-op, the patient experienced extreme pain between his shoulders. He also alleged that he is unable to sleep.